Manufacturer narrative:
E1 - initial reporter phone: updated. E1 - initial reporter email: updated. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the distal tip was stretched, moreover the core wire was detached, and the spring tip was unraveled. No other issues were identified during the product analysis. There is a picture attached in the parent record, it was possible to observed that the device was stretched. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 18jul2025. It was reported that the guidewire was unable to advance and became unraveled. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire could not move advance in the lesion. The device was removed, and it was noted that the guidewire has become loose. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the core wire was detached. The device was returned for evaluation. Visual inspection revealed that the distal tip was stretched, moreover the core wire was detached, and the spring tip was unraveled. No other issues were identified during the product analysis. There is a picture attached in the parent record, it was possible to observed that the device was stretched. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 18jul2025. It was reported that the guidewire was unable to advance and became unraveled. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire could not move advance in the lesion. The device was removed, and it was noted that the guidewire has become loose. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the core wire was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the distal tip was stretched, moreover the core wire was detached, and the spring tip was unraveled. No other issues were identified during the product analysis. There is a picture attached in the parent record, it was possible to observed that the device was stretched. No other issues were identified with the device.